Event description:
The customer reported that a kink developed in the guidewire. The procedure was continued and the vasoseal vhd sheath separated from its hub and the sheath remained in the pt's groin. An attempt was made to remove the sheath from the pt's groin with hemostats. However, the sheath could not be retrieved. A femostop was applied to control bleeding and the pt was immediately taken to surgery for removal of the sheath. No further complications were reported.